Event description:
The customer reported that the system would not boot. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The f12 fuse was evaluated and reseated. The gpos, rtos and gib coin batteries were replaced. The voltage on fluoro functions board was readjusted. The lemo connector pins were reseated. The system was tested and found to be working as intended and put back into service.